Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient was recovered from the peritonitis event. The dianeal therapy was ongoing. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with fortum injection (1 gram, route and frequency not reported) and vancomycin injection (2 grams, route and frequency not reported) for the event. At the time of this report the patient was recovering from the event. The action taken with dianeal therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.